Manufacturer narrative:
Reported event: probe fails to transmit current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to cauterize. The device was directly connected to the generator and had been tested prior to the procedure. It was reported that the generator had a connection issue with an error code b1 displayed on the screen. The procedure was completed with a second injection gold probe using the same generator and settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.